Manufacturer narrative:
Concomitant medical product: 407652, lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient received an inappropriate shock. The right atrial lead was noted to have dislodged into the free right atrium and had loss of capture and intermittent atrial sensing. The device remains in use. The right atrial lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device had a decreased battery life.